Event description:
The customer reported that vasoseal was deployed and it measured less than a kit size #1. Both plugs were inserted. After one minute a hematoma was noted. The second plug was protruding from the tissue track and removed. Occlusive pressure was reapplied. The pt required a transfusion of one unit of packed red blood cells. No further complications were noted.